Manufacturer narrative:
2019-09-25, 17:05:40, peoplr2: adsr01 ipg implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Possible lead dislodgement or exit block were also reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.